Event description:
Patient experienced complex proximal femur fracture with a large area of comminution and proximal femoral plate was placed. Plate broke within two months.

Manufacturer narrative:
No part or lot number provided. Cannot be determined without a part or lot number. Investigation not complete, no conclusion can be drawn. Device history record review cannot be requested without a part and lot number.